Manufacturer narrative:
(B)(4). 42572606401 - femur cemented cruciate retaining (cr) standard nitrided left size 8 - 66678481. 42512000514 - articular surface fixed bearing cruciate retaining (cr) left 14 mm height - 64658856. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient reported pain and swelling with slight warmness in their calf on approximately 8 days post-op. A doppler was performed that confirmed the patient was positive for a lower leg dvt in the posterior tibial vein and hematoma in the calf. The patient was prescribed baby aspirin. The patient then presented to the ER and was prescribed an eliquis starter pack for the distal dvt. Attempts have been made and all available information has been provided.